Event description:
10 years post-op patient experienced pain and instability. X-rays demonstrated an anterior sublaxation of the tibia in relationship to the femur, requiring removal and revision in 2000.